Event description:
It was reported that during an implant procedure the leads, that were determined to be functioning normally, were connected to the replacement device and the impedance measurements for all leads were high. The leads were re-tested through an analyzer and had normal impedance values. The leads were connected to a second replacement device and again the impedance measurements for all leads were high. The leads were connected to a third device and the high impedance measurements for all leads were resolved. The third device and lead remain in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) both devices were returned and analyzed. There were no anomalies found on either device.